Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is "fluid around [the] implants" and "silicone was found in [the] armpit area & lymph nodes.

Event description:
Patient reported "fluid around [the] implants" and "silicone was found in [the] armpit area & lymph nodes." The following reported events have been deemed not device related: "nausea, skin rashes, weight lost, swelling of the breast, sore joints. Unusual growths, knots on [the] neck, face, and chest. Caller states that with activity they get fevers. Patient also states that they break out in sweats day & night". The device remains implanted. This record is for the left side.